Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator and leads developed redness and a warm feeling around the device pocket. The patient shaves his chest regularly and it was suspected this had lead to a pocket infection. A replacement procedure was performed. The device and leads were explanted. The device and atrial lead were completely removed. The right ventricular lead was pulled out until it became stuck in the right ventricle. At that point, the lead was surgically abandoned. All products removed were returned.

Manufacturer narrative:
The pacing system has been received at boston scientific crm and archived. Despite the fact that boston scientific crm follows strict procedures to ensure all of our implantable devices are completely sterile prior to implant and provides recommendations for handling the sterile packaging prior to implantation, it is impossible to eliminate all risk of infection in a surgical setting. Should additional information become available an amended report will be submitted.